Manufacturer narrative:
Reported event: an event regarding a "linty metal fragment" (crack/fracture) involving an accolade rasp handle was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was returned in used condition. There are scratches and abrasions throughout the device. -medical records received and evaluation: not performed as no medical records were received. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event was not confirmed nor the root cause determined. Review of the metal fragment by a material analysis engineer indicated the ¿elemental constituents included fe-cr-ni-cu, which are consistent with 17-4 ph stainless steel alloy.¿ review of the drawings for the accolade handles and accolade broaches indicates all devices are also made of 17-4ph stainless steel alloy. Given the size of the fragment, it cannot be determined which device the fragment came from. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
The doctor confirmed a linty metal fragment during rasp operation for bha.

Manufacturer narrative:
Concomitant medical products: cat. No.: 1020-5200, size 0 accolade ii broach, lot code: b7vdx; cat. No.: 1020-5201, size 1 accolade ii broach, lot code: b7vdy; cat. No.: 1020-5202, size 2 accolade ii broach, lot code: smm9l04. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
The doctor confirmed a linty metal fragment during rasp operation for bha.